Event description:
The manufacturer received information that a patient with a rep dreamstation auto bipap device has passed away due to chronic lung disease. The patient's wife does not believe the death was related to the use of the CPAP device and has requested a return label to return the replacement device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information that a patient with a rep dreamstation auto bipap device had passed away due to chronic lung disease. The patient's wife did not believe the death was related to the use of the CPAP device and had requested a return label to return the replacement device. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device, and the evaluation notes stated, "device does not duplicate customer complaint." At the time of inspection, the device recorded 2,408.2 total machine hours, with zero blower hours. Additionally, it was noted that the port cover (accessory door) was missing. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The manufacturer has updated box h coding in this report.